Manufacturer narrative:
(B)(4). Batch # 653a64. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received unfired, with the pan bent and detached from the reload. In addition, some drivers out of position, no functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 653a64, and no non-conformances were identified.

Event description:
It was reported that during the surgery, open the packing and noted that staple drivers fell off . Changed another one to continue the surgery, the same problem happened again. There was no patient consequence reported. No additional information can be provided.